Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Event description:
It was reported a patient underwent a left total knee arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2016 due to tibial subsidence. The tibial tray and bearing were replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow ¿up report is being submitted to relay additional information. - visual inspection of the tibial tray shows little to no fixed cement or bony ingrowth which would be a cause for tibial subsidence. - root cause could not be determined with information available. - review of complaint histories found no additional issues reported for these items. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.